Manufacturer narrative:
N/a

Event description:
The following has been reported: almost report of the day (B)(6) 2024, in the basement service pre-hospitalization oncology where they reported: "reported case of a patient presenting adverse reaction after administration of drug "nivolumab", due to possible early completion of the drug." -07:45, premedication started: fosaprepitant 150 mg in 150 ml of saline 0.9% clemastin 2 mg in 100ml of saline, 0.9% ondansetron 16 mg in 100ml of saline 0.9%. - 08:30, start infusion of nivolumab 240mg in 100ml of 0.9% saline solution, started with 0.22mc09 filter. - 09:00, finished saline bolus, started infusion of calcium folinate 564 mg in 250 ml of dad 5 %. - 09:30, end infusion of nivolumab, a bolus of saline solution is passed. 09+00 end bolus of saline solution, start infusion of calcium folinate 564 mg in 250 cc of dad 5%. - 10:30, completed infusion of calcium folinate, started 250 ml of 0.9% saline plus 564 mg of fluorouracil. - 10:40, fluorouracil infusion ended, started infusor programmed for 46 hours with 3360 mg of 5-fluorouracil in 249 ml of 0 9% saline injectable solution. At 9:30, the patient presented after the application of nivolumab chemotherapy, chills, and the episode of low-grade fever without other symptoms; the medical associate on duty assessed the patient and indicated acetaminophen 1 gram orally and hydrocortisone 100mg, patient improved symptoms and continued chemotherapy. Reporting as a conservative measure. Additional information is needed to complete the investigation.

Event description:
Device history record was reviewed. No event linked with the reported issue was observed. Device log was downloaded locally and provided for analysis. The reported device was not returned to brézins for investigation. Device history log was reviewed by our investigator in brézins. Each identified infused volumes were in line with the device programming. As per provided quality control certificate, no dysfunction of the device could be found. Apart from provided quality control certificate edited upon local check of the device, no other information were provided regarding any eventual repairs made on the device. Based on available information, this complaint is considered as not valid with no issue. This complaint is considered as: not valid. The trend is: n/a.